Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported by the patient that infusions set fell off due to which hyperglycemia occurs within 1.5 days of use. High blood glucose level was 230 mg/dl. Patient replaced infusion set and resumed insulin successfully. No further information was available.